Manufacturer narrative:
The customer report that the tubing separated at the lower fitment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted the pvc tubing was completely separated from the lower fitment outlet port. Examination under magnification noted that both sides of the tubing had insufficient solvent applied at the engagement. A gap was also observed, indicating that the expected tubing was not fully inserted. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. Functional testing was deemed unnecessary due to a leak that would occur from the separation. Dimensional analysis of the tubing's outer diameter observed it was within specification. Further handling/tug of the rest of the set's tubing engagements observed no separation. The root cause was identified as due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. Device history record for model 2420-0007 lot 19105907 shows that the set was manufactured on (B)(6) 2019 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Event description:
Unexpected returned _ IV tubing set was separation at the lower fitment. Additional information requested, but was not provided.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional information requested, but was not provided.

Event description:
Unexpected returned, IV tubing set was separation at the lower fitment.